Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) had developed a blood pocket around the pump; it was stated by the field representative, reporting for the physician, that this was not caused by the component but that the precise cause was unknown. Therefore, a revision surgery was performed, wherein the pump was repositioned in the scrotum.